Event description:
Entire bag of normal saline infused over 20 minutes (900 cc), even though clamp was in a closed off position. The clamp was completely off, but the tubing was not kinked. Saline and blood at same height. Product in risk management.